Event description:
It was reported that pump experienced malfunction alarm displaying malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue reoccurred, which customer acknowledged and understood.